Event description:
It was reported that, "during an osteotomy, the tip detached near the pt's jaw. The piece was retrieved. No pt injury was reported. The procedure was not altered."

Manufacturer narrative:
The actual device was returned. The quality engineer is in the process of evaluating the device and the investigation of the manufacturing records. A supplemental will be filed when the report is received.